Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system; 7:28 am 355 mg/dl, 7:30 am 99 mg/dl, 7:38 am 105 mg/dl, 7:48 am 285 mg/dl, 8:00 am 107 mg/dl. No adverse event was reported. Return of the suspect device was requested for evaluation.